Event description:
Reference number (B)(4) event occurred in the united kingdom. It was reported that patient faced infusion set came off and tape not sticking event on (B)(6) 2026. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item